Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2013 explanted:(B)(6) 2024. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: (B)(4) 2014, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received form a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine (15 mg/ml at an unknown dose), bupivacaine (10 mg/ml at an unknown dose), and clonidine (150 mcg/ml at an unknown dose) via an implanted pump for an unknown indication for use. It was reported that the patient's pain returned. It was unknown if there were any environmental/external/patient factors that may have caused or contributed to the event.exploration surgery was performed and it was found that the catheter appeared to be broken at the anchor site. The catheter was removed and replaced with a new catheter. The issue was resolved at the time of this report and the patient's status was "alive-no injury". The patient's weight and medical history were asked but would not be made available.

Manufacturer narrative:
H3: analysis of the catheter revealed catheter body-compressed area; catheter body-broken and damage to the transition tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.